Event description:
The customer contacted baxter's technical service center regarding fluid coming out of the patient line during prime, which occurred on the homechoice (hc) during priming. The hc was at connect yourself. The home patient (hp) stated that fluid came out of the patient line during the prime. The technical service representative (tsr) explained that the patient line primes by gravity only and would go to the top of the bag on top of the hc. The tsr asked if the hp had two bags on top of the hc and the hp stated yes. The tsr explained that it was not recommended to stack bags on top of the hc and suggested putting the supply bag next to the hc. The hp understood and would move the bag. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a overprime - leak out of patient line. Complaint is confirmed and the assignable cause is use error, patient stacking the solution bags on top of each other on the heater pan. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.